Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the ventricular assist device (vad) was implanted on (B)(6) 2017. The sternum was unable to be closed.  The patient had acute renal failure and did not tolerate hemodialysis. Therefore, the patient was placed on continuous renal replacement therapy (crrt). The patient was extubated, reintubated and eventually a tracheostomy was performed. In addition, the patient had a gastrostomy tube and omental flap over the sternal wound. The patient had (B)(6) bacteremia and was treated with intravenous antibiotics. In addition, the patient had candida in the sternal wound and was started on fluconazole. Antibiotics were changed due to possible dress syndrome. The patient was unable to be successfully weaned off the ventilator. Inotropes were used on and off to stabilize mean arterial pressure (map)s. The patient's code status was initially changed to do not resuscitate (dnr).  The patient continued to decline and eventually required maximum doses of levophed and could not tolerate crrt.  The family decided to withdraw care on (B)(6) 2017 and the patient expired. Cause of death was sepsis and multi-system organ failure.